Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by turbid effluent. The patient was not hospitalized for the event. The cause of the peritonitis was unknown and it was not reported if treatment was rendered for the event. At the time of report, the patient recovered from the peritonitis event. Action taken with dianeal therapy was unknown. No additional information is available.